Manufacturer narrative:
(B)(4). Info is unavailable; device was not returned for eval.

Event description:
It was reported by the rep that during an unk procedure the trocar was leaking. The leak is coming through the seal at the top of the device. Another same like device was used to complete the case. There was no pt consequence with this procedure. The device was discarded.